Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) contained the full complement of staples. Since the clinical instrument was not received, a pmv representative instrument was used for all functional testing. The loading unit was loaded into the representative instrument and applied to test media. The staple line was properly formed. However, the reported condition can occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. Unfortunately, since the clinical instrument was not received, a full functional evaluation could not be performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon was performing laparoscopic very low anterior resection, the surgeon wanted to fire the staple under the tumor where the pelvis of the patient was next to the ¿dentate¿ line. The device fired but the staples of the stapler did not locate on the tissue correctly. The tumor was located on the pelvis of the patient next to the ¿dentate¿ line approximately two centimeters. Most of the staple were poured into the space of the pelvis. So they took the staples manually using pence. The surgeon controlled the issue they wanted to fire and decided to take a bit tissue from colon to suture it to the anal canal. The surgeon did a colo-anal anastomosis to correct the unfired tissue. The incision was extended more than 1 inch. The surgical time was extended more than thirty minutes. The surgeon decided to bring part of tissue from colon and sutured it manually to the anal canal because there was no any other tissue under the fired area. Then the problem was solved.